Event description:
The complaint was reported as: black "flakes" from the markings of the catheter came off in pt's bladder. This was seen by a cystoscope that was in the bladder during insertion. This happened during a gu procedure. No reported pt injury. Intervention: the "flakes" were irrigated out of the bladder. Pt condition is reported as fine.

Manufacturer narrative:
Device sample has not been received by MFR in time for this report. DHR review - no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot # reported. The product was assembled and inspected according to our specifications.